Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) > 125 ohms was measured on this chronic defibrillation lead. Resolution was requested from the field. It was then reported that the physician reconnected the device and leads. The measurements were also tested through the programmer in all configurations resulting in the same measurements.

Event description:
--

Manufacturer narrative:
Further information notes this measurement continues. Technical services discussed programming and possible causes. This issue was still being investigated.

Manufacturer narrative:
In addition, it was reported that the physician was going to consult another physician and possibly contact the patient to do further evaluations. The patient is being followed via latitude. No adverse patient effects were reported. Information notes both products remain in-service. Should additional information become available this event will be updated.